Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. (B)(4).

Event description:
It was reported by the patient that they started not feeling well and were dizzy. In addition they reported that they passed out and the emergency room had to shock their heart and put in a temporary pacemaker. It was later revealed that the patient had a two implantable pulse generators (ipg) implanted, one on the right side and one on the left side. Several months ago the ipg on the right side had been programmed to sensing only and when it went to elective replacement indicator (eri) it reverted to single chamber fixed rate pacing. The ipg on the left side exhibited pauses on telemetry and loss of ventricular output. The implantable pulse generator (ipg) on the right side was removed. The ipg on the left side remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.